Event description:
It was reported the customer passed away. It was reported the cause of death was high blood glucose, which lead to a car accident. It was reported customer was wearing the pump at the time of death.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.